Event description:
It was reported to philips that the x-ray pc failed to boot during clinical use; replaced defective pc on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective x-ray monoplane pc mdp; the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).